Manufacturer narrative:
Concomitant product(s): w4tr01 crt-p, implanted: (B)(6) 2018; 407645 lead, implanted: (B)(6) 2013; 4034 lead, implanted: (b)(46 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds post-operatively increased. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.